Event description:
It was reported when using the bd discardit ii¿ syringe, the device experienced leakage past the stopper/plunger. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: the center uses discardit 2ml with 24g needle for covid vaccinations. With their current purchase they are facing challenges with the aspiration of the drug from the vials. The liquid is not being aspirated correctly inspite of correct withdrawal techniques. This could lead to wastage of the vaccines at the center. They also complained of leakage from the plunger

Manufacturer narrative:
H.6. Investigation: the samples were received by bd for evaluation. A quality engineer was able to review the returned samples of (3) discardit 2ml from lot # 1119690 product # 300844 with the reported issue that ¿challenges with the aspiration of the drug from the vials. The liquid is not being aspirated correctly in spite of correct withdrawal techniques. They also complained of leakage from the plunger¿. The investigation team also used retention samples of material code 300844 and lot number 1119690 for investigating the reported defect of leakage. None of the ten retention samples showed any leakage in them. The received samples were tested for leakage, and it confirmed that there was leakage found in the original sample. The defect is confirmed. The probable root cause investigated on the original sample and found that leakage is from barrel marking graduation area. Root cause is the high stamping pressure. This stamping is adjusted manually by operator as per requirement.

Event description:
It was reported when using the bd discardit ii¿ syringe, the device experienced leakage past the stopper/plunger. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: the center uses discardit 2ml with 24g needle for covid vaccinations. With their current purchase they are facing challenges with the aspiration of the drug from the vials. The liquid is not being aspirated correctly inspite of correct withdrawal techniques. This could lead to wastage of the vaccines at the center. They also complained of leakage from the plunger.

Manufacturer narrative:
For OEM manufacturing sites: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.